Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing that led to inappropriate shock delivery. Additionally, high out of range pacing impedance measurements were observed and a lead conductor fracture was suspected. The patient is expected to travel back to the united states to have their system reviewed. The system was reprogrammed. No adverse patient effects were reported. Additional information was received that a revision procedure was performed and this rv lead was explanted. No additional adverse patient effects were reported.